Event description:
Reportedly, an obese pt with poor circulation to the lower extremities was turned to the left side for bathing while on a low air loss, pressure relief hosp bed and sustained a tear on the skin of the left leg. It was reported that a skin graft was necessary to close the tear due to the compromised condition of the pt.